Manufacturer narrative:
A complete lead was returned for evaluation in one piece with a stylet inserted. The stylet was easily removed with little friction. X-ray examination revealed an overtorqued inner coil at the connector region, consistent with procedural damage. The stylet could not be re-inserted into the lead body due to the condition of the overtorqued inner coil. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Event description:
During implant, there was difficulty while inserting the stylet to the distal tip of the lead. Upon lead placement, high impedance and threshold values on the right ventricular (rv) lead were noted at various implant locations. The lead was removed and replaced. The patient did not experience any adverse consequences.